Event description:
It was reported that the patient had a burning sensation at the stimulator site. Her bowel function had also changed, it was mostly all water. The patient saw a ¿colon doctor.¿ the physician consulted with the company representative, who stated that the stimulation was set too high and suggested that the patient turn the device off for a week. The patient did this, but no improvement was noted. The patient was also prescribed miralax but that had not helped. The patient decreased stimulation from .64v to .45v but there was still pain, burning and no improvement in bowel function. The patient felt stimulation in the colon and not the pelvic area. The patient also had pain and burning at her tailbone. The physician suggested a colonoscopy. The patient did stated she had a fall on her back about 1.5 months ago, but she did not mention this to either physician. The patient inquired about having the device removed. The patient was redirected back to her physician.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va014uc, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient still had concerns regarding their device therapy but had not sought further help. However, it was also noted that they were working with their doctor and manufacturer¿s representative to resolve the problem. An appointment of (B)(6) 2013 was noted. If additional information is received, a follow up report will be sent.